Event description:
The customer reported during a device upgrade procedure, this right atrial (ra) lead was surgically abandoned (capped) due to high thresholds measurements. A new ra lead was successfully implanted. No specific measurements were given and no adverse patient effects were reported. The lead was actively implanted for approximately 6 years, 8 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.